Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Although a conclusive cause for the reported patient effect of pericardial effusion and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Additionally, pericardial effusion and additional therapy/non-surgical treatment are listed in the no-fault risk assessment for mitraclip as potential no-fault events that may be related to the procedure, pre-existing co-morbidities or prior conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as pericardiocentesis was performed to treat the effusion.

Event description:
This is filed to report the pericardial effusion, requiring intervention. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. During the procedure, as the steerable guide catheter was steered down to the mitral valve, a pericardial effusion was noted. It is not known how the pericardial effusion was caused. The effusion increased in size and pericardiocentesis was performed. The mitraclip procedure was continued after the pericardial effusion was treated. One clip was implanted and the mitral regurgitation was reduced from grade 4 to grade 1-2. No additional information was provided.